Event description:
It was reported that the patient had a lead revision in (B)(6) 2014. The patient started to feel a burning sensation in (B)(6) 2014 but they most likely fell prior to (B)(6). The patient had balance issues and kept falling to the right. The patient was planning to have another lead placed, perhaps in their thoracic region, but they weren¿t sure. It was further reported that the patient was receiving good stimulation therapy at the time of the report. The patient¿s burning sensation had resolved. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that the patient was initially scheduled for a lead revision on 2014-(B)(6) and the revision was completed on 2014-(B)(6). The lead was slightly adjusted. It was further reported that the patient received assistance from their doctor or a manufacturer representative and their concerns were resolved. An appointment date of 2014-(B)(6) was noted.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).